Event description:
It was reported the device was used during a hemicolectomy. It was reported by the customer (2) tlc75's were attempted to be used, but the cutter knob would not advance. A third was used to complete the case. There was no consequence to the patient.